Event description:
Reportedly, during pt use, an oxygen sensor error occurred that could not be resolved by calibration. The sensor was replaced, this issue was resolved. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
(B)(4).